Event description:
It was reported that during pre-testing process, it was discovered that the motor device was overheating. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. The reported condition was not duplicated or confirmed. However, it was observed that the device rotations per minute (rpm) were slightly below specifications and there was a tear in the cord. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: device evaluation - upon further review of the device evaluation, it was determined that an incorrect malfunction of a tear in the cord was inadvertently included as part of the evaluation. Thus, there was no tear in the cord. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.